Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately several months ago.

Event description:
It was reported that the patients ipg would no longer hold a charge. It was noted also that patient experienced inadequate stimulation. The patient underwent an ipg replacement procedure and doing well post operatively. The explanted device was disposed at the facility.